Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient's pump was being replaced on (B)(6) 2017 due to an issue with the device. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The drugs being delivered were clonidine and morphine (unknown), both with unknown doses and concentrations. It was reported that the pump that was removed due to an infection and infection symptoms. The infection was confirmed, it was staphylococcus. The pump was implanted on 2017 (B)(6) and it was reported that the infection happened "about 15 days after implant." The patient also reported that the manufacturer¿s representative (rep) was there and made aware of the infection. Interventions consisted of both IV and oral antibiotics, as well as a total system explant. The patient was in the hospital for 8-9 days. The infection was resolved. The current managing healthcare professional had the most information regarding the event. Additional information was also received from the rep who stated they had no knowledge of the infection and calendar records were reviewed to confirm to their knowledge no rep was aware of the reported event. The rep clarified any issues with the device would have been reported by the healthcare clinic and they were not made aware of any issues with the pump at the time of the replacement. No further complications were expected or anticipated.